Event description:
I had essure coils placed in both fallopian tubes by ob/gyn in his office in (B)(6) 2008. Dye test completed showing procedure successful; tubes being closed off. In (B)(6) 2016, I stopped having monthly menstrual cycles. I thought that I was going through early menopause not even having an inkling of a thought about the essure coming loose. On (B)(6) 2016, I was sitting at home when I noticed my stomach rolling. Since I had 2 prior pregnancies ((B)(6)), I knew right away that the rolling I was seeing had to be a baby. My husband and I went to the ER also knowing my pregnancies are high risk from the start as I have a bicornate uterus. ER confirmed pregnancy and calculated that I was in my (B)(6) pregnancy. I followed up with my ob/gyn. My older kids were both born prematurely at (B)(6) due to the bicornate uterus. Knowing this, my ob/gyn and I estimated that I would likely give birth towards the end of (B)(6) 2016. I had an office visit with a perinatologist (B)(6) 2016. The ultrasound revealed that the coil from my right fallopian tube had migrated and settled in my cervix. On (B)(6) 2016 at 7 am, my water broke unexpectedly at home and I went straight to maternity triage where I was then admitted for remainder to pregnancy. Even after being on IV mag, I went into labor and had an emergency vbac birth on (B)(6) 2016. My son was (B)(6), weighing in at (B)(6). He was pretty much perfect all things considered. He was in the nicu for about 37 days and progressed well. We are not sure right now where the left coil is. I have to set up a doc appt to find that out. I also need to find out if the right coil is still in my cervix or possibly pushed out during delivery.